Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the plug of a 6f-12f mynx control venous vascular closure device (vcd) was exposed at skin level once deployment was completed. A wet gauze was used to wipe the access area, and the plug dissolved. The nurse held manual compression for ten minutes after which the patient was brought to the post anesthesia care unit (pacu) and was stable. After two hours, the patient was allowed to get up and a large hematoma was observed medial on the leg. The patient was put back down, manual pressure was held, and the patient was stable. The patient was kept overnight for observation. The device was used in an interventional procedure by a deployer who is mynx-certified. An 8f 11cm brite tip catheter sheath introducer (csi) was used, and one sheath exchange occurred during the procedure. The puncture site was neither above the most inferior border of the inferior epigastric artery (iea) nor below the bifurcation. The femoral vein¿s suitability was verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm with no vessel tortuosity. The mynx venous vcd was prepped according to the instructions for use (IFU). Multiple doses of heparin were used, with the active clotting time (act) during the procedure being below 300. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The device will not be returned for evaluation. The reported event of ¿sealant-inaccurate placement-partial¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the exposure of the sealant at the skin level reported. However, patient factors (if the patient was very thin) and/or procedural/handling factors are possible. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is not possible to draw a clinical conclusion between the device and event. However, patient factors are likely as the hematoma developed while the patient was ambulating two hours later. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f ¿ 12f mynx control vascular closure device (vcd) was exposed at skin level once deployment was completed. A wet gauze was used to wipe the access area, and the plug dissolved. The nurse held manual compression for ten minutes after which the patient was brought to the post anesthesia care unit (pacu) and was stable. After two hours, the patient was allowed to get up and a large hematoma was observed medial on the leg. The patient was put back down, manual pressure was held, and the patient was stable. The patient was kept overnight for observation. The device was used in an interventional procedure by a deployer who is mynx certified. An 8f 11cm brite tip catheter sheath introducer (csi) was used, and one sheath exchange occurred during the procedure. The puncture site was neither above the most inferior border of the inferior epigastric artery (iea) nor below the bifurcation. The femoral vein¿s suitability was verified on venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm with no vessel tortuosity. The mynx venous vcd was prepped according to the instructions for use (IFU). Multiple doses of heparin were used, with the active clotting time (act) during the procedure being below 300. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The device will not be returned for evaluation.